Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the haptic was positioned badly in the cartridge during loading. There was no patient contact with the device.

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, there was problem upon unfolding of lens. Additional information was requested.

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).